Event description:
It was reported that the customer's insulin pump had a motor error alarm. Troubleshooting was performed, and the device failed the displacement test. Advised the caller that the customer should revert to back up plan until the replacement of the insulin pump arrives.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify displacement test due to motor error alarm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.